Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. The device was tested with provocative maneuvers. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.